Event description:
It was reported that an ilet pump sustained a cracked screen, and the patient requested a replacement device and a new belt clip while continuing dexcom g7 cgm use; blood glucose was reportedly unaffected and there were no adverse events. Symptoms included no clinical effects. Outcomes included no impact to health or medical care. Investigation included review of device function with user guidance to shut down the device, verification of shipping and return process, and instructions for startup on the replacement unit and inspection of the returned device. Investigation of this device revealed physical damage to the pump¿s display consistent with a broken screen, with no evidence of performance issues or data loss affecting glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device¿s external screen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.